Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected electromagnetic interference (emi) noise on the atrial channel and classified it as an atrial fibrillation (af) episode. The device remains in use. No patient complications have been reported as a result of this event.